Event description:
It was reported that an arteriotomy closure of a common femoral artery was attempted using a proglide device after a peripheral angioplasty procedure. Reportedly, when the plunger was retracted from the body of the device no suture was present. A second proglide was attempted with the same result. A non-abbott device was used to achieve hemostasis. There was no adverse patient sequela and there was no clinically significant delay in the procedure. The physician is reported to be trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The analysis of the returned proglide device noted that the link detached from the posterior cuff. A link detachment can result in a failure to retrieve the suture during plunger removal and has the same result and appearance as the reported no suture present when the plunger was retracted; therefore the reported event is confirmed. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(6). Patient reported to be of average weight. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The second proglide device is being filed under a separate medwatch MFR number.